Event description:
The customer reported that the analyze button on their device was no longer functional. Without this button functioning, the device would not have the ability to function in AED mode. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify the reported issue. Physio did observe that the buttons were worn, but functional. As a precaution, both the system controller (sc) and user interface (ui) pcb's were replaced and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly where it was observed that three (3) switches, designators sw36, sw32 and sw23, were worn and required slightly more pressure to activate; however, the buttons were still functional. The sc pcb assembly was an ancillary part and there was no failure of the assembly. The cause of the reported issue could not be determined.